Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, surgeon was able to press the green button; however, the stapler did not move and close within the handle. Hence, the stapler did not fire.